Manufacturer narrative:
The field service engineer (fse) observed the diff preservative pump was not rotating and replaced the pump to resolve the issue. The fse then primed the system and continued with the shutdown process. The fse also observed the nucleated red blood cells (nrbcs) latron control trended close to the upper limit and performed multi-transducer module (mtm) gain/phase calibration to resolve the issue. The fse observed the white blood cell (wbc) aperture #1 was clogged and back flushed aperture #1 with air and bleached all three apertures due to buildup on the electrodes to resolve the issue. The fse replaced specimen transport module (stm) barcode sticker to ensure adhesion to the back board and completed stm barcode alignment. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was system hardware, attributed to the clogged aperture and faulty diff preservative pump. A definitive root cause is unknown.

Event description:
The customer reported erroneous white blood cell (wbc) count for one patient and system error message, diff preservative pump, involving the unicel dxh 800 coulter cellular analysis system. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. The operator was wearing proper personal protective equipment (ppe). There was no operator injury or adverse effect associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.